Event description:
On (B)(6) 2013 clinic notes were received from (B)(6) 2008 which indicates that the patient recently underwent vns surgery and returned to the physician's office with some separation of her left neck and chest incisions, due to her picking at the incision sites and dressings. Additionally, the patient had significant contact dermatitis from her dressings. With betadine and valium this has all resolved. It was stated that the left neck incision is healing nicely although it does have mild superficial separation as well as her left chest incision. There is no surrounding erythema or drainage. Clinic notes dated (B)(6) 208 indicate that the patient underwent vns surgery 4 days ago and through the weekend developed an erythematous pruritic rash on her left chest an neck. The patient had completely removed her dressings and picked at her left neck incision causing superficial separation, apparently she continues to pick at her left neck. On exam, she had superficial separation of the neck incision, although fairly superficial. The physician stated that the erythematous rash over the left neck and thigh is consistent with tape irritation. The left chest incision had surrounding erythema as well, although it is covered with tegaderm dressing. The patient was given valium to provide some sedation and benadryl for her contact dermatitis. It was stated that the patient needs constant monitoring to prevent her from altering her incision further. Clinic notes dated (B)(6) 2008 indicated that he patient was seen one week ago and had significant dermatitis of her left chest and neck which is likely due to the dressing which was applied postoperatively. The patient was noted to have been picking at her dressings and removing them and then picking at her incision sites. On examination, the left neck incision is healing, although not completely closed. The physician noted that he undressed the left chest incision and revealed a small superficial separation. There were no obvious signs of infection. Clinic notes dated (B)(6) 2008 stated that the patient's wound is completely healed and she has no further rash. The surgeon and treating nurse practitioner were noted to have been retired for more than two years so no additional information would be available.